Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings: the keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive; however, the keypad was removed and contamination was found under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. The keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive; however, the keypad was removed and contamination was found under the all key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/23/2015.